Event description:
Philips received a complaint on the v60 ventilator indicating that the display went black. The device was reported to be in use at the time of the reported problem. No patient or user harm reported. The remote service engineer (rse) advised the customer that the issue was most likely with the liquid crystal display (lcd). The rse provided the customer with the part information for the user interface (ui) assembly without navigation ring, 2nd generation lcd assembly, 2nd generation lcd cable, ui printed circuit board assembly (pcba) to lcd cable, 2nd generation ui pcba, 2nd generation lcd tray, and screw pack. This investigation is ongoing.

Manufacturer narrative:
In a good faith effort (gfe) response from the customer, it was confirmed that the customer had ordered the replacement parts. Multiple gfes were attempted to obtain confirmation of the part replacement and resolution. No response or further information was received from the customer. The investigation concludes that no further action is required at this time.